Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned sample included the header bag, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were found fully mated and the device in rear lock position. A kink was noted along the body of the assembly and the suture was found to be fully deployed and cut near the distal tip of the assembly. The complaint could be confirmed for a kinked sheath and carrier tube. The exact root cause could not be determined. It is possible the sheath and carrier tube became kinked during use, impeding proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . E1: phone number: requested, unknown . E3: occupation: cardiologist. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor advanced the device until a 'click' was heard. When attempting to pull back for the next click, the device would not retract. He was able to remove the device. An ultrasound was performed to ensure the foot plate was not inside the patient. The suture was cut, and the device was removed. The doctor believes the foot plate is in the tissue outside the vessel. Hemostasis was not achieved, so manual compression was performed. No further complications were noted.